Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the patient received a notifier showing high, out of range, pacing lead impedance on the rv lead. High capture threshold was also noted. Patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. Patient was stable post-procedure.